Event description:
It was reported that the user experienced fluctuating glucose on ilet, and their healthcare provider recommended a full reset with a complete supply change; the user chose to delay the reset until finishing current insulin. Symptoms included hypoglycemia with a reported low of approximately 50 mg/dl, disorientation, and need for assistance. Outcomes included treatment with oral glucose and recovery of blood glucose without loss of consciousness, ems transport, or hospitalization. Investigation included review of event details and user education on troubleshooting and a full supply change. Investigation of this case revealed cause of hypoglycemia was unclear. It was concluded that the event was user-managed with oral glucose and that a full reset and supply change were advised to address fluctuations. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.